Event description:
Same case as MFR#2134265-2009-03133, 2134265-2009-03123. It was reported that during a coronary stenting treatment procedure, vessel dissection and death occurred. The 85% stenosed target lesion was located in the severely tortuous proximal left circumflex (lcx). A 3.0x20mm maverick balloon was advanced to the target lesion for predilation. The maverick balloon was inflated to 18atms and ruptured. At this time it was noted that a type a dissection occurred. A 3.0x12mm quantum maverick balloon was then advanced to the lcx. After inflation of the balloon, a flow limiting dissection was noted along with st changes and chest pain. A 3.0x32mm liberte stent was then implanted in the lcx to treat the dissection. A 3.5x12mm liberte bare stent was then deployed at 18atms for 15 seconds in the lesion but did not fully expand. The physician attempted to withdraw the stent delivery system (sds) balloon from the deployed stent but encountered withdrawal difficulty. The physician made several attempts to remove the sds balloon by withdrawing and then advancing the balloon. The physician attempted to inflate the balloon to 4atms, to re-cross the lesion with another unspecified coronary wire and the physician also inflated the balloon to 20atms in an attempt to remove the balloon from the deployed stent but was unsuccessful. During the physician's final attempt to remove the balloon, considerable force was used and the shaft of the sds broke, causing the sds balloon to dislodge from the shaft and it became blocked in the lcx. Due to the dislodged balloon blocking the lcx, the patient experienced a myocardial infarction, pulseless electrical activity (pea) and subsequently died 15 minutes later. Additional information has been requested, but is not available.